Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for frame damage was empirically confirmed based on information received to date. Available information suggests patient factors (calcification, tortuosity, pre-existing stent) and/or procedural factors (high push force) likely contributed to the event as reported. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Interaction with pre-existing stent can increase resistance during system advancement. Additionally, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by our japanese affiliate that during a transfemoral transcatheter aortic valve replacement tavr with a 23mm sapien 3 ultra resisia valve the patient had a non-edwards stent graft placed from the common iliac artery to the external iliac artery. When inserting the 14f esheath+ into the patient there was insertion difficulty encountered due to the stent graft. There was also difficulty inserting the 23mm commander delivery system (ds) due to the stent graft. When the valve exited the tip of the sheath, the valve frame was damaged. The frame damage was confirmed on fluoroscopic imaging. The reporter stated that calcification was present above the sheath exit, and as the valve exited the sheath tip, the stent frame caught on the calcification, resulting in the deformation of the frame. It was determined that due to the presence of the non-edwards stent graft, there was a high risk associated with device withdrawal and decided to proceed with the procedure as planned and the valve was implanted in the intended position. Additionally, a case complication occurred involving right ventricular (rv) perforation attributed to temporary pacing. This event was not related to the ew device. The degree of access vessel calcification and tortuosity was moderate and there was moderate aortic annular calcification.